Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had superficial infection after the implant of the cardiac monitor. Eryethma was noted and treated with medicine. The device remains in use. No patient complications have been reproted as a result of this event.